Event description:
It was reported, the patient does not receive any stimulation sensation. The device is not working. The patient status was unknown at the time of this report. Additional information has been requested from the hcp, but was not available as of the date of this report.